Event description:
I was using the bausch and lomb contact soltuion that was recently recalled. For the month of march and the beginning of april I had near constant eye infections that were only alleviated by avoiding my contacts for a few days. I tried switching a new pairs of lenses and a new contact case, but the infections still occurred. I got a really bad infection during the first week of april. I couldn't open my eye because the light was too bright. My vision too blurry to drive. I decided to try switching contact solutions to a different brand, from the bausch and lomb. The infection cleared up within days, and I have not had one since. I am firmly convinced that the solution was the problem.